Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x38mm xience xpedition stent is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo right coronary artery. After stent implantation of a 3.5x38mm xience xpedition stent, a distal edge dissection was noted. A 3.5x28mm xience xpedition stent was used to treat the dissection, but it was then noted that it also got dissected. Therefore a 3.0x15mm xience xpedition stent was used to successfully treat the dissections. There was no adverse patient sequela reported. No additional information was provided.